Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient extension lines in use. The patient line had not separated from the transfer set. The patient had not pressed go prior to connecting. A dummy tummy was not in use. The patient had not disconnect prior to the alarm. All of the bags were properly connected. Nothing unusual was noted about the supplies. The set was not being reused. The patient did not have pets that could cause damage to the supplies. There was no damaged noted to the over pouch or carton in which the cassette was delivered. A sharp object was ot used to open the over pouch or carton. The supplies were not damaged by an outlet port clamp or assist device. The technical service representative (tsr) found that the home patient (hp) had left the spare supply line clamp open, causing the system error. The tsr advised the hp to disconnect and cap off. The tsr cleared the alarm. The hp would complete no further therapy that night. The tsr referred the hp to her on call nurse for further medical instructions. Proper procedures were reviewed with the patient. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.